Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 64 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: multisite cardiac resynchronization therapy for traditional and non-traditional indications. Journal of interventional cardiac electrophysiology. 2018; 51(2):143-152. Pmid: 29442199 publisher: j. Intervent. Card. Electrophysiol. Doi: 10.1007/s10840-018-0316-4. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a study on the efficacy of multi point left ventricular (lv) stimulation. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patient deaths including one death a few hours after implantation due to sudden cardiac death and lv thrombus. The article also reports patients experience lead dislodgement and infection requiring intervention. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.